Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d9, h3, e1, g2. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power outage and touch panel malfunction occurred due to abnormal board-to-board communication caused by some factor, such as a short in the circuit due to dust accumulated inside the enclosure. The event can be detected/prevented by following the instructions for use which state: section operation. 8.2 how to identify and treat anomalies. Anomaly description: no observation image appears on the observation monitor. Cause: the observation monitor is not connected properly / the cable between the observation monitor and the product is disconnected / the illumination lamp is broken / the illumination lamp is not turned on / the electrical capacity of the medical outlet is insufficient / the observation monitor is not turned on / the endoscope is not properly connected / the endoscope is not properly connected to the center of the external video system. / the input/output terminals of the observation monitor are not set correctly. / the brightness setting of the observation monitor is not appropriate. / the synchronization detection setting of the observation monitor is not appropriate. / there are foreign objects (e.g., chemical residues, water stains, grease stains, dust, gauze particles) on the electrical contacts of the videoscope connector. / the observation monitor is defective. / the product is defective. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center experienced a momentary interruption in the image. Subsequently, the image ceased to appear, and touch panel operation became non-functional. There were no error codes and the image was restored after restarting. The issue was found during a diagnostic endoscopy procedure and the procedure was completed with the same device. There were no reports of patient harm.